Manufacturer narrative:
The hillrom technician found the power cord was charred. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors, general hospital and alternate care environments. After initial teardown of the power supply it is evident that a short occurred at the ac power input of the power supply. Ac socket on ac/dc adapter melted. Power pins ac hot & ac neutral missing from socket and pins probably pulled out when ac plug removed from melted socket. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Welch allyn received a report from the account stating the csm device power cord got burnt. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord was charred. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors, general hospital and alternate care environments. The device was received at hillrom service centre on 15-jun-2021 where it will be preliminarily inspected. The device will be then forwarded to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
Welch allyn received a report from the account stating the csm device power cord got burnt. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).